Manufacturer narrative:
The customer reported that the cns (central nurse's station) display went blank. After some investigation, it was discovered that this may be a central nurse's station (cns) with an interactive remote. The bme later plugged in the black box for the interactive remote, which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the cns (central nurse's station) display went blank.